Event description:
It was reported that the patient felt jolts across his lips and forehead when he was near electronics, such as checking out at the store, near a laptop and at the gas pump to name a few, and the patient had a headache for hours. The physician's rn did the programming for this patient. She turned the device off and zeroed out the amplitude, pulse width, and rate. The patient still experienced the jolts despite the device being turned off and zeroed out. The device was explanted on (B)(6) 2012. The patient recovered without sequela. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID, 37642 lot# serial# (B)(4), implanted: explanted: product type programmer, patient; product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension; product ID, 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension; product ID, 3387s-40 lot# v754192 serial# implanted: 2011 (B)(6), explanted: product type lead; product ID, 3387s-40 lot# v754192 serial# implanted: 2011 (B)(6), explanted: product type lead; product ID, 37603 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found no anomaly.